Event description:
Upon getting ready to prep patient for procedure using chloraprep syringe, tech opened package and top of syringe fell off and both glass vials inside landed on floor and shattered. This is not first incident of top falling off these applicators. Bd chloraprep hi-lite orange 26 ml applicators lot # 0328213. No patient harm. Applicator saved however the packaging was not saved.